Event description:
It was reported that on multiple occasions, problems were experienced with the fit and seal of the inner and outer cannulae on multiple size 8 fenestrated and size 10 fenestrated, low pressure cuffed tracheostomy tubes. This was detected after the devices had reportedly been in use for approximately two (2) weeks. It is unknown if the devices were tested prior to intubation. Limited information provided regarding the type of care and maintenance performed on the devices. There were multiple pt's involved with no reported pt injuries. There are no fenestrated devices available to be returned to the manufacturer for identification, analysis and investigation.